Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe s2 20ml had foreign matter and the plunger was damaged. This occurred on 5 occasions. The following information was provided by the initial reporter: plastic shavings are separating from the plunger when using the syringe. The incident appeared on 5 controlled parts, all from the same batch.

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 2004257 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, picture and physical samples were returned for evaluation by our quality engineer team. Through examination of the samples, white particles were observed within the syringe. We have concluded that the particles are composed of the slip agent used in the manufacture of this syringe product. This slip agent is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscopic layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. This is a normal process and the syringe would not work without the presence of this lubricant. Based on the evaluation conducted, it is concluded that the reported white particles are inherent to the product design and material and should not represent any risk if the product is used according to the normal clinical practices. H3 other text : see h.10.

Event description:
It was reported that syringe s2 20ml had foreign matter and the plunger was damaged. This occurred on 5 occasions. The following information was provided by the initial reporter: plastic shavings are separating from the plunger when using the syringe. The incident appeared on 5 controlled parts, all from the same batch.